Event description:
This 2-yr-old male was admitted to the hosp on 6/29/95. On 7/1/95, a #5 fr double lumen silastic catheter was placed. On 7/8, it was noted that it broke between the exit site and the manifold. Although there was no explanation for the break, it was felt that it was possible that the child having rolled over in his crib could have caused the break, although it was noted that the tubing was not caught anywhere. The catheter was replaced on 7/8. On 7/17/95, the child was in his grandmother's arms and the catheter broke. The grandmother reported there was no excessive pulling on the catheter. This break occurred between the exit site and the manifold as well. It should be noted that nursing took add'l steps to secure this catheter above the written standards for securing of central lines in an attempt to avoid a second break. Facility has experienced another break in the 5.0 fr double lumen catheter. On 9/8/95, while a nurse was removing an eight month old male from a stroller, the cvc snapped off in the same spot as the one that was reported on 8/1/95. On 11/27/95 while a pt was being picked up by a student nurse, the catheter snapped off in the same spot as the others and fell to the floor. Please note that the nurses are securing the catheter above and beyond the requirements in an effort to avoid the breakage. In this case, it was taped to the pt's chest and pinned to the gown.